Event description:
The customer reported that the system was beeping but not fluoroing and the image was frozen. The system was locking up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.